Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose levels in the morning. The customer's blood glucose was in the 40 mg/dl range. The customer's mother stated that a temporary basal was running in an attempt to address the low blood glucose and was advised to cancel the temporary basal and restart it after the upload was complete. The caller stated that she could reset the temporary basal on her own and declined any troubleshooting assistance on the insulin pump for the low blood glucose. She advised that the customer had low blood glucose due to having played soccer late the night prior and overtreating for carbohydrates. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.